Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level after breakfast was 156 mg/dl, after lunch was 209 mg/dl, at the time of dinner it was 465 mg/dl and after 45 minutes it was 461 mg/dl. The customer¿s current blood glucose value was 461 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.